Event description:
It was reported that the customer experienced an issue with the touchscreen responsiveness of their pump, where the screen took longer than expected and required several taps to respond. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on how the pump prioritizes tasks, which can cause delays for lower-priority tasks, and received best practice tips for interacting with the touchscreen. Technical support recommended pump replacement, initiated the shipment of a replacement with updated software, and instructed on procedures for returning the original pump, including putting it in storage mode before return. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery during the transition.